Event description:
This 63-year-old female underwent bilateral augmentation mammoplasty sometime in the 1980's (actual date not disclosed by the pt). The pt has developed breast pain and fibromyalgia and wishes the implants removed. The implant MFR is unknown to this reporting facility. Gross exam: both implants leaking gel-like material inside the capsules.